Event description:
The facility reported that during set up, the piggy back setting would not work and the device was free flowing. There was no patient involvement. The set up of the device is unknown. The biomed stated that he was unable to duplicate the free flow during his testing. No additional information.